Manufacturer narrative:
The customer¿s report of a system failure was confirmed. External and internal inspection of the device showed no damage or signs of fluid ingress. Review of the event log shows that on (B)(6) 2017 at 10:50am, the user began programming channel b to infuse norepinephrine 16mg/500ml with a dose of 0.05mcg/kg/min and vtbi of 250ml. A flow stop open alarm occurred immediately prior to the user starting the infusion. The user cleared the flow stop open alarm (by closing the door) and started the infusion (by pressing softkey 14) nearly simultaneously. At 10:53am, the user started an infusion of dexmedetomidine 400mcg/100ml on channel a, with a dose of 0.4mcg/kg/h and a vtbi of 40ml. At 11:05am, the user started a basic infusion on channel c, at the rate of 75ml/hr with a vtbi of 500ml. Two minutes later, the user reprogrammed channel b for the previous norepinephrine infusion (which was already running on the pump module, but not recognized by the pcu). The start of the infusion was a state change, which triggered an error code 800.8000.0. The flow stop open alarm and the user¿s actions were replicated during testing and the system error 800.8000.0 was replicated. The root cause has been identified as a timing issue in which the pump module alarm is cleared at nearly the same time as starting the infusion. This may occur when performing two actions very quickly or by using two hands to operate the pcu and lvp simultaneously.

Event description:
The customer reported a system failure event occurred during a patient¿s pressor infusion. The user obtained a new device set up to continue the patient¿s medications. There was no report of patient harm, devices were sequestered and sent to biomed for evaluation. Although requested, no additional event details were provided.